Manufacturer narrative:
Found that the brake cable had snapped into 2 pieces. Replaced the cable and the problem was resolved.

Event description:
This bed was found in the bed storage area and there were no notes on it. Found that the brakes were not holding when the pedal was engaged. There were no injuries reported with the repair.